Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that the sensation plus 50cc had fo sensor failure alarm. ICU nurse reported she had recently transported the patient from CT and noticed the alarm. No harm or injury to the patient was reported .

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Manufacturer narrative:
Updated fields - b4, d4 UDI, lot number, expiry date, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: e1 initial reporter name, g2. The complaint was received through a direct call from the customer to the emergency support program. It was reported that the sensation plus 50cc had fo sensor failure alarm. ICU nurse reported she had recently transported the patient from CT and noticed the alarm. No harm or injury to the patient was reported. Esp team personnel instructed nurse to remove the fo cable and to reinsert it back into the pump, ensuring the red arrows are aligned. Nurse followed the instructions which resolved the alarm. Esp team personnel also instructed nurse to invoke a calibration which was successful. Nurse reported all waveforms and blood pressure indices were appropriate. Esp team personnel collected product surveillance. Esp team personnel provided phone number and asked to call back directly if needs any additional troubleshooting. Esp team personnel appreciated the support provided and had no additional questions. Again, nurse called directly and stated the fo sensor alarm resumed. Nurse had troubleshot by removing the fo cable and reinserting multiple times. Esp team personnel recommended removing the fo sensor cable and switching to the inner lumen. Further troubleshooting revealed the pressure transducer cable was missing from the cardiosave. Nurse stated she was unable to locate a pressure transducer in the cvicu. Esp team personnel recommended searching in other pumps, contacting the or/cath lab and contacting the hospital supervisor. Esp team personnel reviewed the importance of the arterial waveform on the iabp in detail with nurse. Nurse had no other questions and appreciated the support provided.

Event description:
N/a.